Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Additional information received noted that during a revision procedure the ra lead was found to have increased thresholds, but had consistent capture and sensing. The device was reprogrammed and the lead remains implanted.

Event description:
Boston scientific received information that one day post implant increased thresholds which lead to a loss of capture were noted on this right atrial (ra). In addition sensing problems were also noted. A dislodgment was suspected and this ra lead was repositioned. At a follow up one day post, the repositioning procedure the pacing thresholds remained high and a decrease in p-wave sensing was noted. The outputs were reprogrammed. A revision has been planned. No adverse patient effects were reported.

Event description:
--